Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons required multiple button presses and excessive force in order to elicit a response. All of the other keypad buttons responded to button presses as expected and were found to spring back and click back normally. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a stripped battery cap and a faded discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient's mother contacted animas on march 1 reporting that the buttons are sticking on the pump. She says the issue started a couple of months prior to calling animas. She states the up, down arrows, and ok button were sticking. The mother used the meter remote to bolus but noted that the button stuck on priming the pump the other day. The mother states that no extra insulin has been received due to the issue. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad button issue.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.